Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump failed the self test. Customer stated that there was insulin flow block alarm during self test. The customer was assisted with troubleshooting for insulin flow block alarm. Customer stated that they were not able to remove set to test site portion. Customer stated that insulin pump makes noise during rewind and while loading the insulin pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.